Event description:
Procedure type: lap chole. According to the reporter: during use, the seal broke and fell into the cavity. It was retrieved. No tissue damage. No patient injury. The procedure was completed with another.

Manufacturer narrative:
Date initial report sent: 03/27/2009.